Event description:
A us distributor reported that a patient's was experiencing battery/charger faults.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (battery/charger faults) has been confirmed. Upon investigation the battery charger was unable to charge a battery pack. The cause for the failure was isolated to a damaged component on the bedside pca. The root cause for the damaged component could not be positively identified. No adverse event resulted from the damaged charger.